Event description:
It was reported that this right atrial lead exhibited low amplitude and undersensing. Due to this, inappropriate anti-tachycardia pacing (atp) was delivered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported